Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported difficulty grasping and capturing the leaflets appear to be due to patient morphology pathology. The clip entangled with chordae appears to be due to the positioning failures and the gripper actuation issue was due to procedural condition of the clip entanglement with the chordae. The reported poor image resolution was due to shadowing. The tissue injury appears to be due to the clip entanglement with the chordae. The worsening mitral regurgitation (mr) appears to be a cascading effect of the tissue injury. Tissue injury and mr are listed in the instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip caught in the chordae, causing the chords to rupture and worsening mitral regurgitation (mr). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade of 4+. Imaging quality was challenging due to shadowing, very short posterior leaflet, and long anterior leaflet. The clip delivery system (cds) was advanced to the mitral valve; however, the clip got caught entangled with chordae. The clip was freed but resulted in tissue damage. When the clip was retrieved back to the left atrium it was noted that the non-tactile gripper did not lower. The cds was removed and there were no clips implanted. The procedure was ended with worsening of mr. Outside of the patient anatomy, the cds was inspected and the reason the gripper was not lowering was there was some tissue caught on the gripper. The tissue was removed, and the gripper functioned properly. No additional information was provided.